Manufacturer narrative:
Device unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of device- 3 years and 4 months. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that patient had copius drainage from the driveline exit site. The patient was held on oral antibiotic course since (B)(6) 2017. The patient was also started on intravenous venofer for iron deficiency. All cultures were negative. The patient was known to be non-compliant. No additional information was provided.

Manufacturer narrative:
A direct correlation between the reported infection and the left ventricular assist system (lvas) could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.